Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed high out of range impedance measurements. In addition, increased threshold measurements were revealed. All other measurements were within normal limits. No sensing issues or noise were noted. As the patient with this lead is not pacemaker dependent, a decision regarding lead revision will be made in the future. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this patient underwent a revision procedure for device replacement due to normal battery depletion. As the previously reported high out of range pace impedance and threshold measurements continued to be observed, the pace/sense portion of the rv lead was surgically abandoned and a new dedicated pace/sense lead implanted at the time of revision. The high voltage channel of the lead remains connected to the patient's device and in service. No adverse patient effects were reported.